Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having headaches. The device was returned. There was no report of serious or permanent patient harm or injury.